Manufacturer narrative:
Concomitant medical product: d314drg, ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the the right atrial (ra) lead was potentially fractured. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.